Manufacturer narrative:
An investigation of the reported condition was performed. The manufacturing site did not receive any samples or photos for evaluation. Without a photograph and/or sample(s) being provided, a complete investigation cannot be performed to the full extent and the reported condition cannot be confirmed. The device history record (DHR) for the lot was reviewed. The DHR review confirmed that the product was produced accomplishing all quality requirements and released according to established procedures with no non-conformance reports identified relating to this customer report. Inspectors routinely examine the product to ensure it meets aql sampling criteria to in an effort to verify the design at a high confidence level. An evaluation of all molded components is conducted within a validated process inside a controlled manufacturing area. Some potential issue that are visually inspected for include, but are not limited to holes, splits, or cracks in the syringe components and any other damage to components or parts. Physical testing is performed at prescribed intervals to inspect for issue such as leakage to ensure the syringe draws, holds, and expels fluid properly. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Upon review of the records for the lot, no issues were noted in relation to the reported conditions. A lot cannot be released unless it passes all visual and physical testing requirements according to established aql standards. A review of changes to product, process, and packaging has been conducted and identified no affecting changes in the previous 6 months. In addition, without a photograph and/or sample, a root cause cannot be determined. At this time, a corrective and preventive action (CAPA) will not be initiated. A quality alert will be issued to heighten awareness of this issue with preventative measures noted for associates to be more aware in an effort to avoid this issue in the future. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 05/08/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the cap of the syringe was off due to the inner tip of the syringe breaking off.